Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue: a temporary basal rate change made by the patient did not show correctly on status screen 5; and showed as no change on the temporary basal screen.) Issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no evidence of a related issue or abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A temporary basal program was performed without issue; the related menu screens reflected temporary basal rates appropriately.